Event description:
It was reported that during implantation of a bifurcated device and an infrarenal aortic extension, the aortic extension was implanted at the level of the renal arteries. Reportedly, imaging was of poor quality and the physician inadvertently pulled the yellow ring instead of pulling the device down, resulting in device deployment, at unintended site. The physician used a modeling balloon and inflated it to pull down the aortic extension. The right and left arteries were stented. At conclusion of the procedure, the physician suspected a small type 1b endoleak had occurred. A computed tomography (CT) scan will be performed to confirm or rule out the endoleak. The pt is doing well with renal function, and creatinine levels are being monitored. Add'l info rec'd on (B)(4) 2013: the pt was discharged from the hospital five days after the procedure. Reportedly, w/o renal issues. The physician is in process to schedule a computed tomography scan for the pt.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.